Manufacturer narrative:
This report was initially submitted following notification from a customer in portugal regarding a potential organism misidentification in association with the vitek® ms instrument ref. 410895, serial number (B)(6)). The customer stated they obtained an organism identification to morganella morganii via vitek® 2 gn ID test kit and via vitek® ms; however, subsequent ast testing (method not disclosed) yielded a profile more in line with proteus rather than morganella morganii. The sample spot preparation quality seemed to be good. However, the analysis of the calibrator mzml files allows to conclude that the peaks values were quite heterogeneous. This could be explained by a non-optimal spot preparation of the calibrator strain (culture, spot, different operator). By reprocessing the customer data with vitek® ms kb v3.2, spectra led to a single choice to morganella morganii, with a good number of ¿all peaks¿ and a good level of score. The sample spot preparation was also good. Biomérieux quality control laboratory reproduced the vitek® ms customer results : single choice to morganella morganii. The customer¿s strain was returned to biomerieux and a decision was made to perform a sequencing of the strain internally with r&d to confirm the identification. The strain was identified as morganella morganii based on 16s sequencing (blast and phylogeny). The result is in accordance with vitek® ms results. Vitek® ms did not provide any misidentification. There is no product malfunction. Biomerieux requested for local customer service to check sample preparation with the customer, and to provide training materials to help with their spot preparation technique. See section h10.

Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in (B)(6) notified biomérieux of a potential organism misidentification in association with the vitek® ms instrument ref. 410895, serial number (B)(4)). The customer stated they obtained an organism identification to morganella morganii via vitek® 2 gn ID test kit and via vitek® ms. The customer related to biomérieux that subsequent ast testing (method not disclosed) yielded a profile more in line with proteus rather than morganella morganii. Repeat ast testing (method not disclosed) obtained the same results. The customer is claiming the identification results are incorrect. There is no indication that an alternate susceptibility test (disk diffusion, etest®, other automated method) was performed to confirm the susceptibility profile. Although the mic pattern is not typical for an organism identification to morganella morganii, there is no evidence the ast results are incorrect. Though requested multiple times by global customer service (gcs), no further information was obtained from the customer, meaning: lab reports, media type, age of organism, saline sterility and ph, incubation atmosphere (o2 / co2), morphology of strain. No further remote troubleshooting is possible without the requested information. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health.